Event description:
It was reported the patient's atrial lead exhibited no sensing and a complete loss of capture. Fluoroscopy confirmed the patient's lead was dislodged. Surgical intervention took place at which time the patient's lead was capped and a new lead was implanted in the atrial appendage. The patient was reportedly in good condition both pre and post-operative. Diagnostics indicated final measurements postoperative were within normal limits.

Manufacturer narrative:
(B)(4).